Event description:
Rptr indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of svc. Review of x-rays by treating neurosurgeon revealed an apparent break in the lead. The pt underwent vns therapy system replacement surgery.